Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported a poor communication screen was seen on the programmer, patient reported poor communication between the implant and the programmer, it would not sync since about tuesday or wednesday of last week. The patient states she is having a stress test done next and needs to be able to connect the programmer with the implant. Troubleshooting included: patient had already tried new programmer batteries and confirmed the antenna was secure; this did not resolve the issue. When asked if the patient was getting any symptom relief the patient answered that she doesn¿t feel any stimulation, and that she noticed this around the same time she wasn¿t able to sync. Patient was not getting symptom relief. Due to the age of the battery the patient was advised to have the battery checked by their doctor. No further complications were reported or are anticipated.

Manufacturer narrative:
PMA: p080025. If information is provided in the future, a supplemental report will be issued.